Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found that on proximal rows 1 and 2, the stent struts were lifted and deformed. The undamaged section of the crimped stent outer diameter(od) was measured and the result was within the maximum crimped stent profile measurement. The distal edge of the bumper tip of the device showed signs of slight damage. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found that the extrusion was twisted at the port skive. The bi-component bond showed no signs of damage or strain. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 02-feb-2017. It was reported that crossing difficulties were encountered.  The target lesion was located in the left anterior descending artery (lad). A 3.00x20mm promus element ¿ drug-eluting stent was advanced to treat the lesion but failed to cross. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.  However, returned device analysis revealed proximal stent damage.